Event description:
It was reported that a the metal part of the tandem cable was bent and loose; consequently, the customer could no longer charge the pump with the usb cable. No additional patient or event information was available. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.